Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a week ago.

Event description:
It was reported that the patient received an end of programmed service message on the remote control (rc) and had to charge the implantable pulse generator (ipg) frequently. It was also noted that the patient had a heart procedure prior to receiving the message on rc. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient received an end of programmed service message on the remote control (rc) and had to charge the implantable pulse generator (ipg) frequently. It was also noted that the patient had a heart procedure prior to receiving the message on rc. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.